Event description:
It was reported to philips that screen drifting and touch screen is not working as indented. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.